Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they charged on friday with ins depleted. She states it took 30 minutes to go from 'no charge to a charge' and it 'slowly went form 40-50%'. The pt states she believes it is taking too long to charge. Pt is getting excellent coupling, no error messages were presented. Technical services advised pt to keep a log of charging and meet with rep, rep agreed. Pt and rep will discuss with doc when they can meet.

Event description:
Additional information was reported that the rep stayed with the patient and recharged from complete depletion (antenna location) to 70%. It took about 75 minutes or so. The connection was excellent. The rep reviewed the recharge diary and I didn¿t see anything out of the ordinary. She was on a 220 usec / 1000 hz program with a recharge interval or 1.6 days. It appears that she was simply burdened by the frequent recharging. The impedances were are all in normal range, and the patient's external components are in working order. This reported event is resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.